Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the outer proximal set up joint (suj) and the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the two da vinci products involved with this complaint to perform failure analysis (fa). The proximal suj was analyzed and the reported error was confirmed as having occurred in the field but was not replicated in-house. The unit passed all tests that were performed. However, the axes controller unit (acu) failed due to nodes and temperature. Errors 32101 and 40084 were found in the error logs. At the time of this report, the fa of the usm has not been completed.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, error 32101 occurred against universal surgical manipulator (usm) 1. The customer hard power cycled the system and the error returned. The site disabled the usm and recovered the error to resume as a three-arm procedure. The system logs confirmed the reported error against usm 1. There were no reports of patient injury.

Manufacturer narrative:
Failure analysis of the universal surgical manipulator (usm) was completed. The usm was analyzed and the reported failure was confirmed via the error logs and replicated in-house. The unit was tested on an in-house system in normal mode where it triggered error 319. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the board test on the axes controller, arm (aca) board.

Event description:
Refer to h10/h11 for follow-up information.